Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x12 xience alpine stent delivery system (sds) was being loaded on to the guide wire when the guide wire went through the sds balloon instead of the rapid exchange (rx) exit port. The guide wire was in the anatomy when this occurred, but there were no adverse patient effects from this device issue. The sds was removed from the guide wire and replaced with another xience alpine sds of the same size to complete the procedure without further incident. No additional information was provided.